Event description:
On (B)(6) 2015 tosoh bioscience, inc. Was notified of erroneous results that had been released on (B)(6) 2015. The testing was done on a tosoh hplc g8 analyzer. All qcs were within acceptable target ranges. The column count was 3800 and the last calibration had been done on (B)(6) 2015. Pt samples were tested and reported to the physician. Chromatograms were reviewed after the results were reported and it was discovered that the chromatogram peaks looked abnormal and results should not have been reported. A new column was installed, calibrated and qc run. The qc was acceptable and the chromatogram peaks looked normal. Approximately 200 pt results for the day were reviewed and any pt result that had results in the range 7.0 to 7.9 (43 specimens) were repeated on the new column. Results were lower on the repeated results and corrected results were reported. Root cause: operator error.